Event description:
Catheter damage causing a leak was found 396 days after placement. The device was placed in the right subclavian vein. Used drugs were nutrition, diuretic, steroid, antibiotic, sedative, myelon, etc. When the leak was found, the cuff was protruding from the subcutaneous tunnel. The catheter was placed with a loop. This might be the cause of the cuff protrusion.

Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. A "u" shaped split located on the catheter tubing contains characteristics associated with burst trauma secondary to over-pressurization. The leak site is located one inch distal to the surecuff. If appears infusion pressures have exceeded the elastic strength of the tubing during infusion. Gross visual and microscopic examinations and functional testing showed no evidence of defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.